Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent inaccurate fill estimates. Reportedly, on the day of the reported event, the customer loaded the cartridge with 300 units, and after delivering approximately 20 units of insulin, the insulin gauge displayed 105 units. During the call with tandem technical support, the cartridge was reloaded successfully and received an accurate fill estimate. Customer's blood glucose level was not impacted.